Event description:
It was reported that the patient presented to the emergency room for shortness of breath. It was found that the right ventricular (rv) lead was exhibiting intermittent capture. The rv lead was capped and replaced with a competitor product on 4 mar 2024. There were no adverse health consequences to the patient.